Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). After loading the seal into the delivery system, the seal is not fired when shooting to the aorta. Use after loading other h/s delivery system to complete the surgery without any other event for the patient. There were no harm tot he patient.

Manufacturer narrative:
Trackwise # (B)(4) updated section: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 12/21/2022. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the devices. The aortic cutter was observed to be deployed. No visual defects were observed on the aortic cutter. The delivery device was returned outside the loading device with the blue slide lock off, allowing for the white plunger to be depressed. Blood was observed inside the delivery tube, indicating an attempt was made to introduce the seal into the aorta, hence no measurements were taken. The seal and tension spring assembly was not returned. Based on the returned condition of the device and the investigation results, the reported failure "activation problem" was not confirmed. The lot # 25161785 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h6, h11. Corrected section: h10. The device was returned to the factory for evaluation on 12/21/2022. A photograph was provided by the account. Signs of clinical use and heavy evidence of blood was observed on the devices. The safety lock on the aortic cutter was observed to be off. The needle was not visible in the photograph. The delivery device was visible outside the loading device. The blue slide lock and white plunger were not visible in the photograph. Blood was observed inside the delivery tube, indicating an attempt was made to introduce the seal into the aorta. The seal and tension spring assembly was not visible in the photograph. An investigation was conducted on 01/10/2023. A visual inspection was conducted. Signs of clinical use and heavy evidence of blood was observed on the devices. The aortic cutter was observed to be deployed. No visual defects were observed on the aortic cutter. The delivery device was returned outside the loading device with the blue slide lock off, allowing for the white plunger to be depressed. Blood was observed inside the delivery tube, indicating an attempt was made to introduce the seal into the aorta, hence no measurements were taken. The seal and tension spring assembly was not returned. Based on the returned condition of the device, the results of the photographic evaluation, and the investigation results, the reported failure "activation problem" was not confirmed.